Event description:
It was reported that there was no alleged product issue of the pump. However, the pump was programmed to 12 milligrams per hour (mg/hr) instead of 12 mg/day. As a result, the patient was admitted and hospitalized for evaluation. The patient felt sick and experienced flu-like symptoms including nausea, vomiting, and increased pain. The location of the issue/symptom remained unknown. At the time of the report it was reported the patient was alive with no injury. Initially, no diagnostic testing or troubleshooting was performed but was to be performed in the future. The programming error was later resolved when the physician changed the rate to 12 mg/day and the patient¿s symptoms were now resolved. It was unknown if the patient was taking other medications at the time of the event. The pump delivered morphine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709, lot# l64340, implanted: (B)(6) 1999, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).